Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side implant is fully deflated and that they are unable to work at this time because it hurts when they bend over. Device remains implanted.

Event description:
Patient reported a right side implant is fully deflated and that they are unable to work at this time because it hurts when they bend over. Device remains implanted.